Manufacturer narrative:
The manufacturer did not receive the device for review as it was implanted. The packaging has been returned for investigation. X-rays and picture were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a surgery while unpacking the as humeral stem, the inner sterile packaging was found with a hole in it. It was decided to use the implant nevertheless as the outer packaging was not damaged. It was reported that the surgeon put the anatomical stem in chlorhexidine for a couple of minutes just in case.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: hole on inner sterile bag. Event summary: it was reported that during a surgery while unpacking the as humeral stem, the inner sterile bag was found with a hole in it. The or/nurse poured water on the outer package to see if the hole was also present on the outer package (sterile plastic bag), the water did not go through the outer package. The implant was used nevertheless as the outer packaging was not damaged. Prior implantation the surgeon put the anatomical stem in chlorhexidine for a couple of minutes. Review of received data: received pictures confirm the hole (tear) in the inner sterile bag. The received x-rays show no relevant data to assess the current packaging issue. Devices analysis: the cardboard box with two bags inside were returned for investigation. The inner sterile bag (ivp) shows a tear of around 2 cm exactly at the area where the bag was folded. The second bag (avp) and the cardboard box show no conspicuousness. The protection bag (svp) was not returned. Review of product documentation: the lot 2704229 was manufactured on 29-may-2013. The DHR shows that this product was packed in three bags (ivp, avp, svp) and the cardboard box. Complaint history of product family no. 01.04201.xxx shows that there was no similar event reported the last 5 years. Conclusion summary: it was reported that during a surgery while unpacking the as humeral stem, the inner sterile bag was found with a hole in it. The implant was used nevertheless as the outer packaging was not damaged. The device manufacturing quality records have been checked and indicate that the released components met all requirements to perform as intended. The cardboard box with two bags inside were returned for investigation. The inner sterile bag (ivp) shows a tear of around 2 cm exactly at the area where the bag was folded. The second bag (avp) and the cardboard box show no conspicuousness. The complaint history of product family no. 01.04201.xxx shows that there was no similar event reported the last 5 years. Additionally no trend on lot or packaging configuration 45gp has been identified. Therefore the most like root cause is a transport and/or handling issue. An abnormal force led to a damaged inner sterile bag. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).